Manufacturer narrative:
Other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. The patient stated that they work in a plating atmosphere and last week sometime, maybe (B)(6), they moved from one facility to another and experienced their stimulator going higher. The patient thought they had the stimulation off all the way, and they assumed that it was going higher by the sensation they were feeling rather than by what the patient programmer was showing. It was reviewed with the patient to consider leaving the stimulation off in the environment. Additional information was received from a manufacturer representative (rep) on 2017-mar-13. The rep stated that the patient was seeing a screen on their patient programmer with an ¿!¿ in a triangle and book image. It was reviewed with the rep that the patient had reached the MRI screen, which was an expected screen. The patient indicated that their patient programmer was no longer showing an ¿a¿ which reflected that the patient¿s adaptivestim was active. It was reviewed with the rep that the patient may have disabled it while navigating on the top row. No further complications were reported/are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via the representative (rep) regarding the patient. It was reported that the patient was unknowingly trying to place her device into MRI mode. The rep also reported that the patient spoke with someone in it about the work issue and they discussed what was causing it. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-jul-10. It was reported that to resolve the stronger stimulation, the adaptive stim turning off, and the programmer error screen issue, the patient reset the device. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.